Event description:
It was reported that a revision surgery was performed due to femoral neck fracture. Stem and femoral head were explanted and replaced for zimmer biomet stem.

Manufacturer narrative:
This event was already reported under MDR no.: 1020279-2020-01090, therefore, it was determined that this case does not meet the threshold for reporting . If further details are provided, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.